Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. On (B)(6) 2015, follow up imaging identified a proximal type I endoleak with aneurysm enlargement of an unknown amount. It was reported the patient's proximal neck dilated, causing the endoleak and subsequent aneurysm enlargement. There was no reported migration of the device. On (B)(6) 2015, an intervention was performed to treat the endoleak whereby an aortic extender component was implanted for proximal extension, and aptus screws were tacked through the aortic extender component into the proximal neck. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.